Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the volume discrepancy was unknown. The patient had the pump refilled and would return to the clinic at a later date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2.5mg/ml at 0.6mg/day and bupivacaine 2.5mg/day via an implantable pump. The indication for use was spinal pain indications. It was reported that the patient had a volume discrepancy on the 28th and 20ml more was aspirated from the pump than 4.5ml expected. A dye study was performed today, and the catheter appeared patent and everything looked good. The agent discussed with the caller double checking previous pump programming, reviewed that the motor did stall and recover within 2 hours due to an MRI and monitoring this going forward since confirming this is an isolated event.